Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was capped due to noise, oversensing and low impedance, leading to inappropriate shock. Should additional information become available, this file will be updated.